Manufacturer narrative:
The event of autoreducing due to high impedance was reported to abbott. The patient has had multiple falls. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated surgical intervention was undertaken. Preoperative diagnostics showed high impedance readings for both leads. The leads were explanted and replaced and effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-03272. It was reported the patient experienced ineffective stimulation due to high impedance on both leads. Surgical intervention may be pending to address the issue.